Event description:
The device was returned as a renal end, no longer needed. There were no alleged problems. The service record was not classified as a complaint when originally received. It was discovered during the repair eval the dump value was not functioning correctly due to an open connection. The dump value was replaced to correct the problem. This malfunction was identified during an audit of service records transferred from another plant. The responsibility of this product has since changed to this mfg location and based on the current review process, this event would have been reported. There was no associated death or serious injury.